Event description:
The customer states that a patient with megaloblastic anemia and operated on for gastric early cancer in 1987 generated discrepant results. The customer states that architect (cmia method) results were increased compared to results obtained using another method.date result method2005 28.8 na2006 649.9 cmia2006 470.3 cmia2007 507 cmia2007 305 cmia2008 344.2 cmia2008 33 eia2008 260.9 cmia2008 34 eia2008 332.4 cmia2009 37 eiathe patient had colonoscopy, cat scan, pet and gastroscopy with negative findings performed based on the architect results. The specific eia method is not known. No adverse outcome was reported resulting from these procedures. No additional information was available.

Manufacturer narrative:
This report is being filed on an international product architect that has a similar product distributed in the us, architect. A review of the complaint data was performed to assess the performance of the assay. A review of the labeling was performed to determine if the issue observed by the customer was adequately addressed. The complaint activity was normal for the issue under investigation and the issue is adequately addressed in the product labeling. Record review: complaint tracking and trending review - the acceptance criteria were met. Package insert review: a) intended use of the assay: the architect ca assay is a chemiluminescent microparticle immunoassay (cmia) for the quantitative determination of reactive determinants in human serum or plasma on the architect I system. The architect ca assay is to be used as an aid in the management of pancreatic cancer patients in conjunction with other clinical methods. B) warning section: the data provided by the customer indicates that they have also been testing the patient using a different ca method - an eia - unknown manufacturer. The warning section of the package insert states, "warning: the concentration of reactive determinants obtained with different assay methods cannot be used interchangeably due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the ca assay used. If, in the course of monitoring a patient, the assay method used for determining serial reactive determinant levels is changed, additional sequential testing should be carried out. Prior to changing assays, the laboratory must confirm baseline values for patients being serially monitored. " c) monitoring of disease state in patients diagnosed with pancreatic cancer. Although the customer has been taking ca measurements for this patient since 2005, it appears that they have been evaluating the results and making a determination whether a ca value is either positive or negative. This implies that the assay is being used for screening and not for monitoring purposes. When monitoring values, the package insert states, changes observed in serial ca assay values when monitoring pancreatic cancer patients must be evaluated in conjunction with other clinical methods. The effectiveness of the architect ca assay as an aid in monitoring of disease state in pancreatic cancer patients was determined by assessing changes in levels of reactive determinants in serial serum samples from a total patients compared to changes in disease state. A study involving a total observations was performed with an average number of 3.5 observations per patient. In this study, a significant change in levels of reactive determinants was defined as at least a 14.0% increase in assay value (i.e., 2.5 times greater than the average of the assay's observed total %cv [5.6%]). A 14.0% change represents the minimum magnitude change between two serial architect ca measurements that could not be attributed to assay variation or noise. Positive concordance between serial samples with at least a 14.0% increase in assay value and disease progression was found to be 48% (16/33). Negative concordance between serial samples with less than a 14.0% increase in assay value and no disease progression was found to be 64%. The overall concordance was found to be 61%. Please note that the data is representative data; and that results in individual laboratories may vary from these data." D) limitations of the procedure: and finally, like other diagnostic assays, the architect ca assay has its limitations. The package insert states: -the architect ca assay value must be used in conjunction with information available from clinical evaluation and other diagnostic procedures. If the architect ca assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. -heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. -specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Specimens containing hama may produce anomalous values when tested with assay kits that employ mouse monoclonal antibodies. Architect ca reagents contain a component that reduces the effect of hama reactive specimens. Additional clinical or diagnostic information may be required to determine patient status. -patients with confirmed carcinoma may have pretreatment ca assay values in the same range as healthy individuals. Elevations in circulating reactive determinants may be observed in patients with metastases and in nonmalignant conditions such as hepatitis, cirrhosis, pancreatitis, and other gastrointestinal disease. Elevated levels have also been seen in cystic fibrosis. For these reasons, a ca assay value, regardless of level, should not be interpreted as absolute evidence for the presence or absence of malignant disease. The architect ca assay must not be used as a cancer screening test. -patients with the lea-b- phenotype may not express the reactive determinant. -representative performance data are given in the expected values and specific performance characteristics sections. Results obtained in individual laboratories may vary." Based on the information provided in the call text, it does not appear that the patient is being monitored for pancreatic cancer. A product deficiency was not identified. Our review of complaint tracking and trending records did not indicate any trend in complaint activity that would suggest a potential deficiency with this assay. The customer's issue is already addressed in the product's labeling. The architect ca assay is to be used only for monitoring pancreatic cancer patients, not for screening for any evidence of cancer of any type. The results, furthermore, should not be used interchangeably due to differences in assay methods and reagent specificity. Information regarding the intended use of the assay (including a warning statement), monitoring of disease state in patients diagnosed with pancreatic cancer, and limitations of the procedure will be provided in the reply to complainant. This is the final report.